Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the lead helix failed to extend and appeared to be damaged. The lead was not used and a new lead was placed. No additional information was available. No patient symptoms were noted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.